Event description:
Pt required emergency surgery secondary to aortorenal graft failure. Graft (implanted 1984) material had deteriorated and dilated causing aneurysm rupture. Pt remains in surgical intensive care unit, ventilator dependent, with chronic renal failure. Prognosis is guarded.